Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, shock occurred. The 99% stenosed target lesion was in the moderately tortuous right coronary artery (rca). A 3.0x32mm taxus express2 drug eluting stent was implanted to treat the target lesion. "Immediately after" implant, the pt went into shock. The pt's heart rate and blood pressure "decreased". Cardiac message was performed and an intra-aortic balloon pump was inserted. The pt was transferred to the intensive care unit in unk condition. Despite attempts to request add'l clinical follow-up, no information has been received.

Manufacturer narrative:
Device analysis - as the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing record for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough eval conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.